Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the needle removed from the patient during the same procedure? Yes. Was there any patient consequence or injury? No. What is the condition of the patient? Discharged. Procedure and event date? Lap cholecystectomy/ 06th aug. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy surgery procedure on (B)(6) 2020 and suture was used. During the procedure, the suture came out from the swage point. There were no adverse patient consequences reported. Additional information was requested.